Manufacturer narrative:
The catalog number provided is the u.s. List number that corresponds to the international list number listed in the "other" field. Pt age: the day of birth is not known, only month (B)(6) and year (1948). First of the month was selected by default because exact day was unknown. A batch record review was performed for the lot# provided. All parameters were within specification including sterilization criteria. No non-conformances or deviations were identified. Nothing was identified in the batch record review which could lead to the condition identified. No sample was available for evaluation.

Event description:
On (B)(6) 2015 in (B)(6), an abbvie 20fr peg tube was placed in a female patient for feeding purposes only. It was reported the patient experienced septic shock (B)(6) 2015, and passed away later the same day. Multiple unsuccessful attempts were made to obtain additional details; no further information is available. Due to limited details, abbvie has chosen to report this event. There has been no allegation that the sepsis was related to the abbvie peg tube.